Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was seen the implantable cardioverter defibrillator exhibited non-sustained oversensing episodes due to post-paced t-wave oversensing. Programming changes were made. The patient was stable.